Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had drainage at the ipg pocket site following the implant. The patient was prescribed antibiotics. Patient is to follow-up with physician for the next course of action.

Manufacturer narrative:
Patient weight was added to the record. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted due to erosion (related manufacturer reference numbers: 3006705815-2020-00568, 3006705815-2020-00569, 3006705815-2020-00570).